Event description:
Vented/non-vented tubing ballooned at two portions of the flexible tubing situated within the tubing infusion pump. Concern expressed by the staff as tubing could have ruptured with detrimental result to the pt. (Exsanguination, personnel exposure) pump was removed from service and checked thoroughly by biomedical staff with no problems identified. No change in pt condition can be attributed to this event. Report made because of potential. The alarms were at the proper psi with the occlusion pressure set accurately. The delivery rate of the pump was also found to be accurate.